Event description:
It was reported that the subject device did not display an image (blackout). The event occurred prior to a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, the following reportable malfunctions were identified during the device evaluation: image noise, error e228, cable unit failure, crack in the video connector, and a non-watertight video connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the camera cable had a failure, causing communication problems, blackouts, and image noise. The video connector was cracked or not watertight, leading to data corruption and error e228. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not display an image (blackout). There were no reports of patient harm.